Manufacturer narrative:
Device evaluation: d10, g4, h2, h6, h10. Result of investigation: a vyaire service technician was unable to verify the reported issue. The device passed all testing and met all specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect gas delivery engine (gde) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a burnt cable wire from the gas delivery engine (gde) to the power supply assembly during inspection of this device. The customer stated no patient involvement with this event.